Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to deploy the suture could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in an unspecified vessel using the preclose technique prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, the first proglide device could not be backloaded over the guide wire, due to blockage in the guide wire lumen. The device was not used in the patient. A second proglide device was used and when the device was removed, the suture was not attached. The suture was found in the device and failed to deploy in the patient. An additional proglide device was used for successful suture placement using the preclose technique. Hemostasis was achieved using the pre-placed suture from a proglide device. Subsequent ultrasound showed a small flap with velocity change in the right groin which was explored surgically and a endarterectomy was performed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.